Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. Since this event occurred in the united kingdom (part number asp-4/b), this is reported on the same/similar part number (4992207/a) that is approved for distribution in the united states.

Event description:
A patient experience report involving the aspira® product family stated a male patient aged 18 years or older experienced issues with slow drainage or none at all. The catheter's drainage site was located in the abdomen.